Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that the patient had missed her refill and was being cared from in the pediatric intensive care unit (ICU). The patient was doing well. The pump had been filled and the system was again delivering effective therapy. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml; 377.8 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported an alarm occurred; the pump was empty. Per the event logs the empty reservoir occurred (B)(6) 2018. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient experienced a return of spasticity. The cause of the missed refill was an error on the part of scheduling in the pain clinic. The patient¿s weight was estimated to be (B)(6) pounds.